Event description:
Initially, an electronic report was received of a dialyzer reaction that occurred to a pt undergoing dialysis treatment. The rn mgr who initially reported this event was contacted for additional info. It was learned that for this event, the pt started dialysis therapy at 1210 and reported shortness of breath. The staff gave 2l o2 via nc. The pt then became unresponsive. Bp at that time was 122/61. Ns given, pt placed in t-berg, and blood was reinfused. The pt now was in respiratory distress and cyanotic. The pt began a series of jerking approx 8 total. Pt then became alert and responsive. The paramedics arrived and pt was noted to respond appropriately. The pt was transported to the ER for evaluation. The plan for this pt was to admit to the hosp for further evaluation of stabilization of cardiac status. There is no sample or lot number available for an evaluation. The pt was later discharged and continued to receive dialysis with this dialyzer. This pt has a history of non compliance with use of prescribed beta blocker. For this dialysis treatment, the pt arrived with 3.5 kg of fluid on. The staff attempted to remove 3.0.